Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter a nurse removes an indwelling needle during an infusion and finds a rust-like blackened and granular fm attached to the needle.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The sample was not used and was not opened. After taking out the product, white particles were found under the microscope, but black and blackness were not found. However, under different light and reflective background, the surface of the needle would change with the reflection and light, for example, the light was dim and the background was dark, and the surface would appear black. Customer feedback did not find (B)(4). 2. Production record check (lot#3353662): 1) this batch of products will be assembled in jingma automatic line 4 in january 2024 and packaged in cfs packaging line in january 2024. The number of work orders is (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 3. Check the retained sample of this batch, and no foreign matter is found on the surface of the needle. 4. According to intima ii production process analysis, the foreign body is the precipitate of 1502c lubricant -silicone oil. Intima ii products lubricate the needle with 1502c lubricant, forming a dense layer on the surface of the needle for puncture. The materials laboratory of bd located in the united states conducted normative testing of the silicone oil used in the product process, and the test results showed that the silicone oil was a lubricant for medical device products, which met the requirements of relevant iso and FDA standards. 4.checked the air blow pressure value after the needle is lubricated (the residual silicone is removed by blowing after the needle is lubricated), and there is no abnormality. However, increasing the blowing can help reduce the adhesion of silicone oil on the surface of the needle. The factory has requested to increase the blowing air pressure (within the parameter range). 5. After the needle is lubricated, the excess silicone oil is removed by blowing. The factory has required to increase the air pressure of the blowing (within the parameter range) to reduce the adhesion of silicone oil on the surface of the needle. Conclusion: 1) there are no abnormalities in the product process, no material and process changes 2) returned photos and returned samples show that some needles are attached to the surface of foreign bodies. According to intima ii production process analysis, the foreign body is an extract of 1502c lubricant - silicone oil, a lubricant for medical device products, which is in accordance with relevant iso and FDA standards; the factory has asked to increase the blow air pressure of the needle after lubrication to reduce the adhesion of silicone oil on the surface of the needle.

Event description:
No additional information avaialable.